Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, using a test battery cap the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. Off no power alarm and low battery alarm functioned properly. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 245 mg/dl. Customer was not able to turn on pump. Customer stated that this is the second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.